Event description:
The report rec'd from the study indicated that the pt had an acute stent thrombosis and myocardial infarction (mi) after the index procedure. The patient had a cypher select plus 2.5 x 18 mm stent implanted in the proximal left anterior descending (lad) target lesion during the index procedure. The stent/target lesion was found to be totally occluded and a definite stent thrombosis by angiography. The thrombosis was treated by arthrectomy. No complications were reported during this procedure. The pt's discharge date from the hosp after the index procedure was not available. Thirty-two days after the index procedure, the pt was reported to have had an acute mi at home and expired prior to arrival at the hosp. There was no reported evidence of stent thrombosis. The cause of death was reported to be an acute mi although there was no reported evidence of mi, stent thrombosis, re-percutaneous coronary intervention (re-pci) or coronary artery bypass graft (CABG) surgery after the reported event. Cardiac enzymes were not done. No autopsy was done. The fatal mi was reported to: be of undetermined location (q-wave or non-q wave mi was not indicated in the database), demonstrated no evidence of stent thrombosis, and also did not require re-pci or CABG. Both events (mi and death) were reported to be unrelated to the study device/procedure, severe, and fatal.

Manufacturer narrative:
The indication for the index procedure was an acute mi with onset of pain equal to or greater than twelve hours and less than twenty-four hours (=>12 ad 23<hours). The mi was reported to be a non-st elevation, non-q wave mi. Thrombolytic therapy was not administered, and cardiac arrest or cardiogenic shock did not occur. Q-waves did not develop and the mi location was undetermined. Pre or post-procedure cardiac enzymes were not available. The pt was found to have two-vessel disease and had one lesion treated during the index procedure. A left ventricular ejection fraction (lvef) was not calculated. The target lesion was the proximal lad. The lesion was reported to be: de novo, 2.5 mm vessel diameter, a 70% stenosis, 12 mm length, concentric, and type a. The lesion was pre-dilated with a 1.5 x 15 mm balloon at 18 atm. A cypher select plus 2.5 x 18 mm stent was implanted at 22 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. Ivus was not done. The flow pre and post- procedure was reported to be timi 3. There was no device deviation or procedural complication reported. No gii/biia inhibitors were administered. The pt rec'd heparin during the procedure. An act was not reported. The pt was discharged (date unknown) on aspirin 100 mg/day permanently, and clopidogrel 75 mg/day for 12 months only. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.